Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. (B)(4).

Event description:
It was reported that patient had back surgery and a channel drain was placed. Upon removal 3 days later a piece of the drain broke and remained in the patient and had to be surgically removed.